Event description:
It was reported that during implant attempt, the 6947 lead was pulled in and out of the introducer several times and the rv coil started to lose integrity. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) defib conductor distorted. Full lead returned and analyzed. Outer insulation torn.